Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that inappropriate shocks (ias) resulted in therapy exhaustion. The caller stated there was no alert for the inappropriate therapy or for a previous smart pass event. Alerts were identified for measured atrial fibrillation (af) at least 1.0 hours in a 24-hour period and battery depletion. A boston scientific technical services consultant reviewed the data and communicated to the caller that the patient was seen in clinic after the shocks and the counters had been reset. Review of the smart pass event showed large intermittent premature ventricular contractions (pvc) but very low bundle branch block (bbb) with low r-wave to p and t-wave ratio with oversensing. The patient subsequently presented to the emergency room due to additional ias. The physician requested a treadmill test to identify any rate dependent morphologies. A message was noted, 'unable to acquire reference s-ECG, detection may be less than optimal'. The consultant informed the caller this would occur if the patient's heart rate was greater than 130bpm and they may need to allow the rate to slow before acquiring. Following the treadmill test, data review identified intermittent large r-waves and possible pvc's which are causing some functional undersensing. Reprogramming was performed until the patient can be implanted with a transvenous system. No adverse patient effects were reported.

Event description:
It was reported that inappropriate shocks (ias) resulted in therapy exhaustion. The caller stated there was no alert for the inappropriate therapy or for a previous smart pass event. Alerts were identified for measured atrial fibrillation (af) at least 1.0 hours in a 24-hour period and battery depletion. A boston scientific technical services consultant reviewed the data and communicated to the caller that the patient was seen in clinic after the shocks and the counters had been reset. Review of the smart pass event showed large intermittent premature ventricular contractions (pvc) but very low bundle branch block (bbb) with low r-wave to p and t-wave ratio with oversensing. The patient subsequently presented to the emergency room due to additional ias. The physician requested a treadmill test to identify any rate dependent morphologies. A message was noted, unable to acquire reference s-ECG, detection may be less than optimal. The consultant informed the caller this would occur if the patient's heart rate was greater than 130bpm and they may need to allow the rate to slow before acquiring. Following the treadmill test, data review identified intermittent large r-waves and possible pvc's which are causing some functional undersensing. Reprogramming was performed until the patient can be implanted with a transvenous system. No adverse patient effects were reported. It was reported that the patient had open heart surgery and a change in morphology resulted in oversensing and inappropriate therapy. Alternate vector showed undersensing and the patient did not pass rescreening. Therefore, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted. A transvenous system was implanted without further incident. No additional adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that inappropriate shocks (ias) resulted in therapy exhaustion. The caller stated there was no alert for the inappropriate therapy or for a previous smart pass event. Alerts were identified for measured atrial fibrillation (af) at least 1.0 hours in a 24-hour period and battery depletion. A boston scientific technical services consultant reviewed the data and communicated to the caller that the patient was seen in clinic after the shocks and the counters had been reset. Review of the smart pass event showed large intermittent premature ventricular contractions (pvc) but very low bundle branch block (bbb) with low r-wave to p and t-wave ratio with oversensing. The patient subsequently presented to the emergency room due to additional ias. The physician requested a treadmill test to identify any rate dependent morphologies. A message was noted, 'unable to acquire reference s-ECG, detection may be less than optimal'. The consultant informed the caller this would occur if the patient's heart rate was greater than 130bpm and they may need to allow the rate to slow before acquiring. Following the treadmill test, data review identified intermittent large r-waves and possible pvc's which are causing some functional undersensing. Reprogramming was performed until the patient can be implanted with a transvenous system. No adverse patient effects were reported. It was reported that the patient had open heart surgery and a change in morphology resulted in oversensing and inappropriate therapy. Alternate vector showed undersensing and the patient did not pass rescreening. Therefore, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted. A transvenous system was implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.